Event description:
In passing, dr. (B)(6) commented that one (1) of the two (2) artegrafts he had implanted had thrombosed and was clotted off. He did not provide any additional details in terms of when post implant this occurred. Other than the graft going down, patient is stable and doing ok.

Manufacturer narrative:
The graft was not received for evaluation. Hence, we could not conclusively determine the cause of the failure. Patient information and status were requested but information was not received, to date. Thrombosis is a known possible issue. The instructions for use, adverse reactions section lists thrombosis as a complication. Possible root cause may be low blood flow, inadvertent external compression (e.g., from clothing, etc.), inadequate heparin therapy for the patient, graft rotation/ implantation technique, or the graft may have been used in low pressure system. Requirements for release, including pressure testing, sterility testing, and final visual inspection prior to release to finished goods could not be verified due to graft information not being received. Based on this limited investigation it appears to be an isolated incident. All product quality and clinical issues will continue to be monitored within quality assurance trending.